Event description:
Plaintiff alleges severe reactions to latex containing products. Alleges injuries including anaphylactic reactions and related mental and emotional distress of a permanent and continuing and life-threatening nature. Further alleges that as a direct result, suffers considerable mental and emotional anguish, limitation and restriction of usual activities, pursuits and pleasures.